Manufacturer narrative:
C-1645 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. No adverse event reported. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, all parts associated with these records conformed to material and dimensional specification. Upon receipt of the device at corin UK, the reported failure mode was verified. As a result of feedback from the field, corin have initiated a project to research a new design for this instrument, including a new thread. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity std introducer/impactor handle has a broken thread.